Event description:
Health professional additionally reported rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade IV. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, missing a piece of shell (0-25%), device was found to be underweight, and crease flat. A microscopic analysis was performed which identified two broken(striated) openings on the posterior. Based on the device analysis the final assessment is missing shell due to inconclusive, and two broken(striated) openings due to surgical damage consist in the use of a surgical tool.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, and, additionally, rupture. Device was explanted.